Manufacturer narrative:
(B)(4).

Event description:
It was reported that lead insulation anomaly was observed on the rv lead. Lead was capped on (B)(6) 2017 and a new lead was implanted. No further information available.